Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), genital haemorrhage ("heavy and irregular bleeding/ abnormal bleeding (general)") and device dislocation ("malposition / migration of essure device location of device: abdomen (right upper quadrant)/ foreign object in the uterus (essure extrusion from right uterine wall into the cavity)") in a 35-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, low bladder compliance, urine incontinence, irregular menstrual cycle, dysfunctional uterine bleeding, post coital bleeding and adenomyosis. Concomitant products included eugynon (seasonique) from 2007 to 2010 and levonorgestrel (mirena) from 2010 to 2011 for birth control, oral contraceptive nos for bleeding genital as well as amitriptyline hydrochloride (amitriptyline hcl) since 2013, fluticasone propionate (flonase), ibuprofen from 2014 to 2015, levocetirizine dihydrochloride (xyzal) since 2012, liraglutide (victoza) from 2012 to 2015, medroxyprogesterone acetate since (B)(6) 2014, metformin hydrochloride (metformin hcl) from 2014 to 2015, naproxen sodium (anaprox ds) from 2014 to 2015 and solifenacin succinate (vesicare) since 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required). On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ pelvis pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and weight increased ("weight gain (30 -35lbs)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (removal of extra (3rd} essure coil that had migrated into right upper quadrant of abdomen). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, device dislocation, dysmenorrhoea, weight increased and menometrorrhagia outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2012 and (B)(6) 2015, patient had removal of extra (3rd) coil from abdomen and total laparoscopic hysterectomy with bilateral salpingectomy respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full tubal occlusion. On (B)(6) 2012, gross surgical findings: the uterus was first-degree retroverted. The uterus sounded to 8 cm in a mildly retroverted fashion. The left tubal opening was difficult at first to find due to some adhesions in the fundus of the uterus, but it was found and as well the right opening was slightly difficult to find, but once it was found, it was appropriately essured. On (B)(6) 2012, a CT scan performed showing that this spring migrated into the abdomen. On (B)(6) 2012, surgical pathology report, gross diagnosis: two coiled springs and tan-brown tissue, said to be foreign body from the abdomen. Gross description: received in formalin labeled "foreign body of the abdomen" a coiled spring covered with tan-brown tissue measuring 3 cm. In maximum length, also identified was another spring at a right angle measuring 2 cm in maximum length. On (B)(6) 2015, surgical pathology report, final diagnosis: uterus and bilateral fallopian tubes: inactive endometrium with decasualized change. Focal adenomyosis. Bilateral unremarkable fallopian tubes. Gross only - coiled metallic spring consistent within intrauterine device within the uterine wall. Gross description: also identified what grossly looks like a coiled metallic spring of intrauterine device impacted in the uterine wall measuring 2 x 2 x 0.5 cm. In aggregate. Current weight as of (B)(6) 2018: 135 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, menorrhagia, menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc (product technical problem ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), genital haemorrhage ("heavy and irregular bleeding/ abnormal bleeding (general)") and device dislocation ("malposition / migration of essure device location of device: abdomen (right upper quadrant)/ foreign object in the uterus (essure extrusion from right uterine wall into the cavity)") in a 35-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, low bladder compliance, urine incontinence, irregular menstrual cycle, dysfunctional uterine bleeding, post coital bleeding and adenomyosis. Concomitant products included eugynon (seasonique) from 2007 to 2010 and levonorgestrel (mirena) from 2010 to 2011 for birth control, contraceptives nos for bleeding genital as well as amitriptyline hydrochloride (amitriptyline hcl) since 2013, fluticasone propionate (flonase), ibuprofen from 2014 to 2015, levocetirizine dihydrochloride (xyzal) since 2012, liraglutide (victoza) from 2012 to 2015, medroxyprogesterone acetate since 6-jun-2014, metformin hydrochloride (metformin hcl) from 2014 to 2015, naproxen sodium (anaprox ds) from 2014 to 2015 and solifenacin succinate (vesicare) since 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced perforation (seriousness criteria medically significant and intervention required). On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ pelvis pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and weight increased ("weight gain (30 -35lbs)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (removal of extra (3rd} essure coil that had migrated into right upper quadrant of abdomen). Essure was removed on 28-jan-2015. At the time of the report, the perforation, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, device dislocation, dysmenorrhoea, weight increased and menometrorrhagia outcome was unknown and the genital haemorrhage and pelvic pain had resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 30-nov-2012 and 28-jan-2015, patient had removal of extra (3rd) coil from abdomen and total laparoscopic hysterectomy with bilateral salpingectomy respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on 19-sep-2012: full tubal occlusion on 28-jun-2012, gross surgical findings: the uterus was first-degree retroverted. The uterus sounded to 8 cm in a mildly retroverted fashion. The left tubal opening was difficult at first to find due to some adhesions in the fundus of the uterus, but it was found and as well the right opening was slightly difficult to find, but once it was found, it was appropriately essured. On 30-nov-2012, a CT scan performed showing that this spring migrated into the abdomen. On 30-nov-2012, surgical pathology report, gross diagnosis: two coiled springs and tan-brown tissue, said to be foreign body from the abdomen. Gross description: received in formalin labeled "foreign body of the abdomen" a coiled spring covered with tan-brown tissue measuring 3 cm. In maximum length, also identified was another spring at a right angle measuring 2 cm in maximum length. On 28-jan-2015, surgical pathology report, final diagnosis: uterus and bilateral fallopian tubes: inactive endometrium with decasualized change. Focal adenomyosis. Bilateral unremarkable fallopian tubes. Gross only - coiled metallic spring consistent within intrauterine device within the uterine wall. Gross description: also identified what grossly looks like a coiled metallic spring of intrauterine device impacted in the uterine wall measuring 2 x 2 x 0.5 cm. In aggregate. Current weight as of 27-mar-2018: 135 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, menorrhagia, menometrorrhagia. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and removal date 28-jan-2015 was added. Events abnormal bleeding (general), pelvis pain were clubbed with previously reported events. Events bladder disorder, device dislocation, dysmenorrhoea, menometrorrhagia, menorrhagia, urinary tract disorder, vaginal haemorrhage and weight increased were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, 13 days before insertion of essure, the patient experienced perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2015, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.